Event description:
It was reported that 2 ozark screwdrivers stripped upon screw insertion intra-operatively. The procedure was successfully completed with no adverse consequences, surgical delay or medical intervention. This report will capture the first of two screwdrivers.

Manufacturer narrative:
Visual inspection: found the tip of the screwdriver to have rotational deformation. Inner shaft thread is intact. Complaint history records were reviewed for this lot, and no similar complaints were identified. Device IFU and stg were reviewed: for instruments designed for re-use: the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. Instruments should be examined for wear or damage by doctors and staff in operating centers prior to surgery. To use the size 10 threaded driver: the size 10 threaded driver has a threaded distal tip to aid in the retention of the screws during insertion. Attach the proximal end of the threaded driver to the torque limiting handle. Insert the distal end of the threaded driver into the screw head and turn the knob clockwise to engage screw. Note: the threaded driver must be used with the 12-in lbs torque limiting handle. Note: the threaded driver will not work with the fast guide. It was reported that patient had hard bone and that excessive force had to be used to insert screw. The most likely cause of the reported event was determined to be due to excessive force applied during screw insertion.

Event description:
It was reported that 2 ozark screwdrivers stripped upon screw insertion intra-operatively. The procedure was successfully completed with no adverse consequences, surgical delay or medical intervention. This report will capture the first of two screwdrivers.